Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 10¿ from the pump nipple housing. The distal portion of the dl was returned in one segment measuring approximately 33¿. Evidence of a previous distal end driveline repair was observed on the 33¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of any adhered or developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2021 under work order# 107518 and approximately 15¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The portions of the driveline returned with (B)(6) were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of 10¿ dl segment wires revealed a breach in the insulation of the orange wire approximately 4.5¿ from the pump housing. Further inspection revealed breaches in the insulation of all six wires approximately 8¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the black, brown, yellow, green, red or orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the low speed and pump stop events that were confirmed through the submitted log file. Similar events could have occurred if the exposed conductors of the wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The hm ii lvas IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. Damage to the outer silicone jacket was observed on the external portion of the patient¿s driveline repair. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28jan2013. The heartmate ii lvas IFU rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with controller alarms. A review of the device history showed multiple pump stops that were associated with patient movement or changing positions. The patient has a history of driveline repair and a distal repair was requested. Upon review of the patient's log files for their primary controller there were 24 pump stops and 32 low speed hazards on (B)(6) 2021. Log files from the backup controller showed 24 pump stops and 30 low speed hazards on (B)(6) 2021. These appeared to be a potential issue with the percutaneous lead. The patient's x-rays were reviewed and there was some driveline shield stretching. A heartmate ii distal repair was performed, but the phase to phase returned immediately following the procedure. The patient subsequently underwent a heartmate ii pump exchange. Following the exchange the patient required mechanical right ventricular support.